Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge change error during the load process. The customer was successfully able to load a new cartridge and resume insulin delivery. Customer's blood glucose was 82 mg/dl.